Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided, so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a distal radius procedure, upon insertion of the very first 3.5 mm low profile cortical screw, this screw head came off. The head of the screw was retrieved however, the body of the screw was unable to be removed. The case was completed without further incident. Follow-up investigation: the surgeon attempted to remove the body of the screw with the driver initially but with no success, he switched to a needle driver. Still, the body of the screw could not be removed and was left in the patient sitting flush with the bone. 5. The case was completed with a 3.5 size 14 locking screw proximally and a 3.5 cortical screw size 14 in the 3 hole plate. In the distal portion, the plate was filled with 2.4 val screws sizes 16, 18, 18, and 20.